Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue plastic femur impactor adapter fractured during surgery when the surgeon was implanting the femoral implant. Attempts to obtain additional information have been made. However; no more information is available.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to lack of product and images provided; visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as part and lot identification are unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.